Event description:
It was reported that the patient's atrial lead had high capture thresholds. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.